Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer also reported a blank display after changing their battery. The customer stated the alarm occurred after reconnecting to the insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised they would be a sent a replacement battery cap. Customer declined to return the product for analysis.